Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). On may 31, 2018, it was reported that the device was cutting incorrectly. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on june 13, 2018 revealed that the device operated within motor speed specifications and the calibration was within specifications. The control bar was above the master blade and the head had visible damage. Repair of the electric dermatome was performed by zimmer biomet surgical on june 13, 2018 which included replacement of the machine head, vespel sleeve bearing and semi-circle bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar was above the master blade and the head had visible damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was above the master blade and the head had visible damage. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that device was cutting incorrectly. The event timing is unknown. No adverse events were reported as a result of this malfunction.